Manufacturer narrative:
The hill-rom technician found all four casters needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this stretcher in july 2016. It is unknown if the facility performed any other preventative maintenance on this stretcher. The technician replaced all four casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating all four casters were still rolling when the stretcher was in brake mode. The stretcher was located in an empty unit on the third floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).